Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences engineering summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the provided imagery revealed the right sided access for the transcatheter aortic valve replacement (tavr) procedure appeared suitable as the minimal vessel diameter was 5.8 mm. For a 14fr esheath, the recommended minimal vessel diameter is greater than 5.5 mm. Additionally, the imagery showed minimal calcification and tortuosity. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. In this case, there was no report of damage to the esheath. However, the reported difficulty introducing the esheath that resulted in a vascular dissection requiring a surgical intervention was confirmed based on evaluation of the provided imagery. The available information suggests patient factors (calcification) likely contributed to the event as the provided information and imagery indicated there was presence of calcification in the patient's access vessel. Sharp, calcified nodules within the patient access vessel can act as physical obstacles leading to higher push force. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our edwards lifesciences affiliate in australia, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, there was resistance encountered during insertion of the 14fr esheath. It was noted that the footplate for the non-edwards closure device had been pulled up along the femoral artery. The valve was able to be successfully implanted. Upon removal of the esheath, the patient was observed with a right femoral dissection which was assumed to have occurred during insertion of the esheath. An open repair and patch to the right femoral artery was performed. The patient was then discharged approximately 2 days post tavr procedure.

Manufacturer narrative:
The investigation is ongoing.